Manufacturer narrative:
This report is associated with argus case (B)(4), super poligrip ultra fresh (zinc free formula).

Event description:
Developed a fungal infection on her voice box. Fungal infection in her entire mouth. It left a thick white coating on her tongue. It left a thick white coating on her cheek. Case description: this case was reported by a consumer and described the occurrence of laryngitis fungal in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip ultra fresh (zinc free formula)) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. On (B)(6) 2016, the patient started super poligrip ultra fresh (zinc free formula). On an unknown date, an unknown time after starting super poligrip ultra fresh (zinc free formula), the patient experienced laryngitis fungal (serious criteria gsk medically significant), oral fungal infection, coated tongue and coating in mouth. Super poligrip ultra fresh (zinc free formula) was continued with no change. On an unknown date, the outcome of the laryngitis fungal and oral fungal infection were not recovered/not resolved and the outcome of the coated tongue and coating in mouth were recovered/resolved. It was unknown if the reporter considered the laryngitis fungal and oral fungal infection to be related to super poligrip ultra fresh (zinc free formula). The reporter considered the coated tongue and coating in mouth to be related to super poligrip ultra fresh (zinc free formula). Additional details, adverse event information was received on 29 december 2016. The consumer reported she used our product and it left a thick white coating on her tongue and cheek. She stated that she developed a fungal infection on her voice box and stressed it was in her entire mouth. She stated she spoke with a ent (ear, nose and throat) specialist on the matter and agreed to the hcp (healthcare provider) form. She used the product for about a week. Consumer stated she might go see her ent (ear, nose and throat) specialist again to determine if she still had her reported conditions, but stated the white coating had went away.